Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. A hardware failure was found. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for outside of a procedure. It was reported that while performing the planned maintenance (pm), the manufacturer representative (rep) discovered the break out box (bob) was faulted. The universal serial bus (usb) was broken on the main cart. During troubleshooting, the bob was tested on two navigation systems and it faulted on both. The emitter connection was removed and the bob still faulted. The camera diagnostics showed bob faulted. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware was replaced and the system then performed as in tended. Previously reported codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6 - evaluation of the returned em interface (B)(4) lot# 1600461020 determined that the "x" led remains amber. All led ports turn green with insertion of tools, but show red status in lat and do not track, even though they show as connected. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.